Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 111291 - it was verified the failure of the osseointegration of a dental implant. 20 ncm of primary stability was achieved.